Event description:
It was reported that the customer sometimes experienced faint alert sounds from their pump, which occasionally made them difficult to hear. There was no adverse impact to the customer's blood glucose level. No follow-up was requested by the customer at this time, and no further actions were taken by technical support.